Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced artifact and flat line on pause episodes due to loss of contact of electrodes. The icm remains in use. No patient complications have been reported as a result of this event.